Event description:
It was reported that post implant, the patient was hospitalized and treated for a pacemaker pocket hematoma. It was noted that there was swelling and local pain. The device and lead remain in use. No further patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).